Event description:
It was reported that most of the controls on the right side of the large keypad (energy select, charge, advisory, analyze and sync) buttons were inoperative. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). All of the device buttons were found to be operative after the facility biomed took apart the device and reassembled it. Physio-control received the device for evaluation after the biomed worked on it. Physio was unable to duplicate the reported problem and observed proper device operation through functional and performance testing. A conclusive cause of the reported event could not be determined.